Event description:
It was reported that this right ventricular (rv) lead exhibited a sudden jump in both pacing and shock impedance trends, including an out-of-range shock impedance alert. Technical services was contacted and recommended in-clinic system troubleshooting. It was also recommended that the health care professional (hcp) ask the patient what they were doing on the date of the sudden impedance jump. No adverse patient effects were reported. This rv lead remains in service. Additional information received indicates the patient was admitted for a lead revision procedure. Upon opening of the pocket, it was immediately noticed that both the right atrial (ra) lead and rv lead were already damaged. It was suspected that they were tangled underneath the device. Subsequently, both the ra and rv lead were successfully explanted and replaced without incident. Besides the intervention, no other adverse patient effects were reported. The patient's crt-d remains in service, connected to new ra and rv leads and the existing left ventricular (lv) lead. Additional information received indicates the physician was unable to completely extract the rv lead. As such, it remains implanted but out of service. Therefore, return is not expected, and this investigation is considered complete.

Manufacturer narrative:
This lead remains implanted; therefore, technical analysis cannot be conducted. Without a returned product it is not possible to definitively confirm how it may have contributed to the complaint incident.

Manufacturer narrative:
Once the product is returned, laboratory analysis will be performed, and an updated report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited a sudden jump in both pacing and shock impedance trends, including an out-of-range shock impedance alert. Technical services was contacted and recommended in-clinic system troubleshooting. It was also recommended that the health care professional (hcp) ask the patient what they were doing on the date of the sudden impedance jump. No adverse patient effects were reported. This rv lead remains in service. Additional information received indicates the patient was admitted for a lead revision procedure. Upon opening of the pocket, it was immediately noticed that both the right atrial (ra) lead and rv lead were already damaged. It was suspected that they were tangled underneath the device. Subsequently, both the ra and rv lead were successfully explanted and replaced without incident. Besides the intervention, no other adverse patient effects were reported. The patient's crt-d remains in service, connected to new ra and rv leads and the existing left ventricular (lv) lead. Both of the explanted leads will be returned for laboratory analysis.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited a sudden jump in both pacing and shock impedance trends, including an out-of-range shock impedance alert. Technical services was contacted and recommended in-clinic system troubleshooting. It was also recommended that the health care professional (hcp) ask the patient what they were doing on the date of the sudden impedance jump. No adverse patient effects were reported. This rv lead remains in service.